Event description:
The user facility initially reported that the insertion tube of the colonoscope was stiff and may have injured a pt.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report and was informed that a pt sustained colon perforation during the procedure. The procedure was reported to have been completed using the same device; however, right after the procedure, the pt complained of abdominal pain. The pt was taken to the recovery room for observation and x-ray was performed. The x-ray result revealed free air from the abdomen, as a result, the pt was immediately taken to the operating room for surgical intervention. The pt has been released from the facility and is reportedly doing well. The device referenced in this report was returned to olympus for eval. The eval could not duplicate the user's report of stiffness. The distal end cover was cracked; however, no sharp edges were noted. The bending section cover was removed from the colonoscope, and the area below the cover was found to be dry. There were no frayed wires present. No anomalies were detected with either the control knobs or variable stiffness functions of the endoscope. The device was not found to be excessively stiff. The eval also noted a missing pin from the electrical connector. The unit has been serviced, and it was returned to the user facility. The exact cause of the pt outcome could not be conclusively determined; however, users technique could not be ruled out as a contributing factor to the reported event. This report is being submitted as an MDR in an abundance of caution.